Event description:
It was reported that the patient experienced pain during the trial procedure which the physician believed was not device related. The case was aborted and the patient was reportedly doing well. The lead was discarded by the medical facility.